Manufacturer narrative:
The device was not returned for analysis. However, a pre-investigation task was conducted and sampled the 10 returned guide wires to evaluate if there were functional issues that would contribute to the reported core break. All 10 devices were uncoiled then visually inspected. No defect was noted to the units. There was no damaged noted on the wires and the wires were able to advanced and removed from the proxy guide wire introducer without any resistance noted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported core break. The reported unraveled coils possibly occurred during removal of the guide wire before use from packaging; however this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling.d10: corrected to no.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a moderately calcified, mildly tortuous left anterior descending artery. The bmw universal guidewire had unraveled coils out of packaging. The wire was not used and was replaced with a new bmw universal. The new bmw universal wire had resistance with the introducer sheath. It was removed and replaced with a new same wire but the same occurred. The wire was removed and replaced with a whisper ms guidewire to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.